Event description:
Couple, we wanted to try latex free condoms, bought a pack of skyn elite, tried it and first my partner got a fungal infection, then my penis got itchy, days after she went to the hospital because of bells palsy. All those things seem correlated, the condoms have a smell, and they might have contaminants, bell's palsy is mix of stress and herpes, the first infection is often more severe and that would explain her sudden paralysis. We've been monogamous for years, I know herpes can be asymptomatic but this is too much and I found a whole reddit thread exposing the bad quality and infections this condoms have provoked, we found other sites as well. Please don't disregard. (B)(6). No tests, diagnosis and treatment made in the hospital.